Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9/h3: device return status - device available for evaluation updated from asku to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch report # (B)(4).

Event description:
A user facility medwatch [uf/importer report # (B)(4)] was received which states: [describe the event or problem: perclose closure device was deployed in patient's groin at the end of the procedure. Device became lodged in the vessel and operator could not remove. What was the original intended procedure? : catheterization. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do; device was hard to use] no additional information was provided.